Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with diabetic ketoacidosis (dka). The patient¿s blood glucose levels reached over 500 mg/dl. The patient reported that their pod unexpectedly shut off during the night causing their blood glucose levels to spike. Details regarding additional symptoms and treatment were not reported. The patient reported that the controller was reportedly displayed ¿pod shut off.¿ the patient was discharged on (B)(6) 2026 after 4 days of hospitalization. Multiple attempts to obtain additional information were unsuccessful.